Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on (B)(6) 2014 which places the approximate usage life at 2 years, 4 months. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during preparation endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was working intermittently. Procedure was completed and the hospital did not report any patient effects.

Manufacturer narrative:
Disregard previous entry. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was working intermittently. Procedure was completed and the hospital did not report any patient effects.